Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt received high impedance during diagnostics taken at an office visit following a trip to the emergency room due to sudden appearance of pain at the generator site. The output was disabled after the high impedance was discovered. X-rays have been taken and will be sent to the manufacturer for review but have not been received to date. No trauma was reported but the nurse practitioner noted that the pt may have manipulated the device.